Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2017, product type: lead.

Event description:
A trial patient reported they felt like the buttock was being shocked. The patient stated that the healthcare professional (hcp) was not able to place the right lead and it felt like his buttocks was being shocked. The patient noted he was no longer felt like his buttock was being shocked. It was noted the issue was resolved at the time of the report. It was noted the trial began on (B)(6) 2017. There were no further complications that have been reported as a result of this event. The indication for use is unknown.